Event description:
It was reported that the patient felt bumps along the side of their device and it may have moved. Additional information was given from the physician stating the device had migrated due to possible twiddler's syndrome. The patient had a pocket revision and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).